Event description:
During the operator filled the stemcell into the cryocyte bag, noted the stemcell leaked from the root of blood transfusion tube connect the bag. Additional information received: stem cells were being stored. The leak occurred upon filling the bag on (B)(6)2009 and it was noticed by the distributor on (B)(4) 2009. The leakage occurred with the blood transfusion tube (donor tube). No patient was impacted. The operator drew out the filled stem cells and filled another bag for storing. Pictures of leakage attached. Country of origin: (B)(6).

Manufacturer narrative:
Complaint no: (B)(4). Baxter medical assessment: this is a cryocyte bag leakage that occurred after fill. The customer has indicated that there was no patient impact. As in all cases of cryocyte bag leakages, there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk. As such, a leakage could potentially cause or contribute to an event if it were to reoccur. (B)(6). Pictures have been received of the complaint sample. Upon completion of the evaluation of the pictures, a follow-up will be submitted.